Event description:
Event verbatim [preferred term] burn blisters on neck/pain was extreme [burns second degree] , . Case narrative:this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number x17143) from an unspecified date at unknown frequency for stiff neck. The patient's medical history and concomitant medications were not reported. The patient stated that last week in jun2019 she had a stiff neck and thought she would do something good with the heatwrap. She followed the instructions exactly, but when she took it off she noticed that she got burn blisters on the neck in jun2019, as can be seen in the picture. The pain was extreme and she thought it was not okay that she cannot rely on it if she does everything right, or on the contrary get even more pain. She asked to check the product again so that it was well-tolerated for everyone. Action taken in response to the event for thermacare heatwrap was unknown. Clinical outcome of the event was unknown. Follow-up (14jun2019): new information received from pqc group includes: suspect product lot number. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Burn blisters on neck/pain was extreme [burns second degree]. Case narrative: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number x17143, expiration date 31mar2021) from an unspecified date at unknown frequency for stiff neck. The patient's medical history and concomitant medications were not reported. The patient stated that last week in (B)(6) 2019 she had a stiff neck and thought she would do something good with the heatwrap. She followed the instructions exactly, but when she took it off she noticed that she got burn blisters on the neck in (B)(6) 2019, as can be seen in the picture. The pain was extreme and she thought it was not okay that she cannot rely on it if she does everything right, or on the contrary get even more pain. She asked to check the product again so that it was well-tolerated for everyone. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. Per the product quality group, the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused a "burn." The cause of the wrap causing a burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Action taken in response to the event for thermacare heatwrap was unknown. Clinical outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (14jun2019): new information received from pqc group includes: suspect product lot number. Follow-up (09aug2019): follow-up attempts completed. No further information expected. Follow-up (12aug2019): new information received from product quality group includes severity ranking. Follow-up (13aug2019): new information from pqc group includes: investigation summary. Follow-up attempts are completed. No further information is expected. Comment: based on the information provided, the event burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused a "burn." The cause of the wrap causing a burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] burn blisters on neck/pain was extreme [burns second degree] , . Case narrative:this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number x17143) from an unspecified date at unknown frequency for stiff neck. The patient's medical history and concomitant medications were not reported. The patient stated that last week in jun2019 she had a stiff neck and thought she would do something good with the heatwrap. She followed the instructions exactly, but when she took it off she noticed that she got burn blisters on the neck in (B)(6) 2019, as can be seen in the picture. The pain was extreme and she thought it was not okay that she cannot rely on it if she does everything right, or on the contrary get even more pain. She asked to check the product again so that it was well-tolerated for everyone. Per the product quality group, the severity ranking for the events was s3. Action taken in response to the event for thermacare heatwrap was unknown. Clinical outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (14jun2019): new information received from pqc group includes: suspect product lot number. Follow-up (09aug2019): follow-up attempts completed. No further information expected. Follow-up (12aug2019): new information received from product quality group includes severity ranking., comment: based on the information provided, the event burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Burn blisters on neck/pain was extreme [burns second degree]. Case narrative: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), from an unspecified date at unknown frequency for stiff neck. The patient medical history and concomitant medications were not reported. The patient stated that last week in (B)(6) 2019 she had a stiff neck and thought she would do something good with the heat wrap. She followed the instructions exactly, but when she took it off she noticed that she got burn blisters on the neck in (B)(6) 2019, as can be seen in the picture. The pain was extreme and she thought it was not okay that she cannot rely on it if she do everything right or on the contrary get even more pain. She asked to check the product again so that it was well-tolerated for everyone. Information on the batch number will be requested. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.